Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0aen8, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via rep from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the interstim didn¿t help her at all. She said it has been removed already for quite a while. She can¿t remember the date, doctor and hospital. No further patient complications are anticipated or expected as a result of this event.